Manufacturer narrative:
The investigation found the customer had one non-roche reagent installed. Non-roche reagents can possible cause carry-over interference for patient samples. The investigation found multiple abnormal aspiration and sample short alarms in the instrument alarm trace which would indicate a pre-analytical sample handling issue. The investigation concluded that the root cause is most likely a customer handling issue, but an exact root cause could not be determined by the data available.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ldhi2 lactate dehydrogenase acc. To ifcc ver.2 on a cobas 8000 c 502 module. A physician complained there was a high trend in ldh results, so the laboratory was asked to repeat samples. The initial values from the complained samples were reported outside of the laboratory. The first sample initially resulted with an ldh value of 407 u/l. The sample was repeated on a second analyzer, resulting with a value of 265 u/l. The sample was repeated on the original analyzer after the lamp, and cuvettes were replaced, resulting with a value of 274 u/l. The second sample initially resulted with an ldh value of 348 u/l. The sample was repeated on a second analyzer, resulting with a value of 224 u/l. The sample was repeated on the original analyzer after the lamp and cuvettes were replaced, resulting with a value of 217 u/l. The third sample initially resulted with an ldh value of 335 u/l. The sample was repeated on a second analyzer, resulting with a value of 162 u/l. The sample was repeated on the original analyzer after the lamp and cuvettes were replaced, resulting with a value of 179 u/l. The ldh reagent lot number was 49771201, with an expiration date of 31-jul-2021.